Manufacturer narrative:
The product was returned for evaluation. The finding is considered a component malfunction. The reported complaint was confirmed from the evaluation. The underlying root cause for the reported event is undetermined. No photos or collection plan provided. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported that the 00mlx mlx 300w xenon lightsource was sparking on startup. There was no patient injury reported. Additional information received on 01feb2019 and 05feb2019 indicated that the patient was prepped for surgery and the product problem was discovered during the procedure. Date of incident is unclear. There was no procedural delay reported. The action that was taken after the product problem occurred was that the device was replaced.